Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the endoscope flipped and was upside-down. The site had reseated the endoscope several times and was able to clear the issue. The intuitive technical support engineer (tse) advised the site to press instrument clutch button after removing the endoscope to clear the guided tool change (gtc) memory if the reported issue returned. The user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported event was addressed with phone support. The customer reseated the endoscope in universal surgical manipulator (usm) to resolve reported issue. The field service engineer (fse) followed up with the customer and confirmed that there were no further issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.